Event description:
It was reported that the introducer got lodged in the during pre-use check. A new tube was tested prior to insertion and was used to resolve the issue.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. E4 is unknown, no information provided to date.